Manufacturer narrative:
This report is submitted on october 11, 2021.

Event description:
Per the clinic, the patient experienced recurrent infection at the abutment site (specific date not reported). The patient underwent an abutment removal procedure on (B)(6) 2021. Additional information has been requested but it has not been made available as of the date of this report.